Event description:
Info received from vistakon's affiliate. Info received indicates a pt had an "infection" while wearing acuvue advance brand contact lenses. The pt reported initial symptoms were red eyes and slight itching and feeling that she had an eye lash in her eye. The pt went to her eye care professional (ecp) and was diagnosed with an "infection" and was prescribed tobrox twice a day and tobradex once a day. The pt reported the ecp said everything was normal, eye lids were normal, only slight vascularization. It is not clear if the pt had the same reaction in both eyes. The lot numbers for the lenses worn in both eyes were provided. Lot b0031lf (exp date 1/2010 and MFR date 1/2005) and lot b003lzs (exp date 7/2011 and MFR date 1/7/2005). The product was not received for eval. A lot history review was performed for boh lots and the results for both lots indicate the following: the batch record for each lot did not show any abnormalities in monomer and solution testing. All parameters for both lots were tested and were within specs. All sterilization requirements for both lots were succesfully completed. The customer said that treating eye care professional said the "infection" occurred because the base curve of the lens was too small. The pt was using different solution at the onset of the "infection." Multiple attempts to get info from the treating ecp, to include calrification of the term "infection" have been successful. This is being reported because the term "infection" may be indicative of a serious injury.